Manufacturer narrative:
The user facility elected not to return the unit for eval. An olympus sales rep visited the facility following the reported event, and the facility has declined offers to provide add'l training on this device. The cause of the user's experience cannot be conclusively determined. If add'l significant info becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the users captured a stone in the common bile duct stone with the basket device, but could not crush the stone. The facility reported that they then attempted to use the emergency handle to cut the wire. The basket wire reportedly broke near the injection port, rather than cutting the basket as expected. The pt was immediately taken to surgery, and both the device and stone were removed via common bile duct exploration. The pt is reportedly doing fine following surgery and has been released from the hospital.